Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial (ra) lead had high pacing lead impedance (pli) and a loss of capture. The device was reprogrammed to deactivate the lead and the patient was stable with no consequences.